Event description:
It was reported that the patient's trial procedure was abandoned as the physician had difficulty accessing the epidural space and was unable to advance the leads to the desired location once into the epidural space.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00816; 1627487-2019-02424.